Event description:
Boston scientific crm received info that the pt with this right ventricular lead died following the implant procedure. The pt had sick sinus syndrome and had suffered a recent myocardial infarction. He had poor diastolic function and an ejection fraction of 20 percent. During the implant procedure, the rep stated that a cannulation attempt took about two hours. After the right ventricular lead was placed the r wave measurement dropped. After the products were implanted, the pt developed ventricular tachycardia and ventricular fibrillation. Cardiopulmonary resuscitation and external defibrillations were administered. The pt converted and then deteriorated into ventricular fibrillation. The physician determined that the left main had shut down. The pacing system was functioning. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.